Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, bad battery , low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill or rewind anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low blood glucose. The customer's blood glucose was 52 mg/dl. The customer was treated with food. There was failed battery alarm and prime rewind anomaly. The drive support cap appeared normal. Customer stated that insulin continues to drip after motor stops during the manual prime process. The customer declined the low blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump, revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.